Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-03460 and 1627487-2016-03461. Follow up information identified the infection has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 3: reference MFR. Report: 1627487-2016-03460 and 1627487-2016-03461. It was reported the patient's ipg was impacted approximately a month ago and the skin was broken open at the ipg pocket site. The wound has not healed and the ipg is now visible. The patient underwent surgical intervention on (B)(6) 2016 to explant the entire scs system. The physician diagnosed an infection at the pocket and lead sites. The patient was prescribed oral antibiotics.